Event description:
It was reported that when using the bd pyxis¿ medstation¿ es mi was buffering during user login and repeatedly entered disconnect mode. This issue had been occurring multiple times per day. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer login was extremely slow and would occasionally lock up. The field service engineer (fse) set the network adapter speed was set to 400. All other network settings were checked. The dash 21 docking board was replaced with a dash 31 docking board. The station was tested in diagnostics, and the customer also tested the station within the medical application. The station functioned properly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.